Event description:
A routine egd procedure was being done on a patient with grade 1 to grade 2 varices. This was a follow-up banding for the patient who had had grade 4 varices banded previously. The doctor had some difficulty intubating through the upper esophageal spinctor and insufflatetd the patient and the scope and device went in to varix #1. An audible click was heard when the doctor went to deploy the bands, but no bands fired. The device was removed from the varix, the doctor went through the cycle again and the band deployed into the esophagus. The scope was taken out of the patient and laid down on a table and bands 2 and 3 deployed. The procedure was completed with another device.